Manufacturer narrative:
The device was returned to olympus for inspection. Olympus detected this issue during device evaluation and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. A root cause could not be identified. Based on the results of the investigation, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset, with no reported complaint. During the evaluation of the device, foreign material on the forceps elevator was observed. There was no patient involvement.